Event description:
Patient 's nurse reported that the patient got therapeutic shock and was already admitted in the hospital for an unrelated issue at the time of the event. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.